Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint regarding the plastic distal end was burnt was confirmed. However, the occurrence of the error code e216 was not reproduced. Based on the results of the investigation, the root cause of the suggested events could not be conclusively specified. Regarding the occurrence of the error code e216, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit or circuit board inside the connector, which led to the occurrence of this events. Regarding the plastic distal end was burnt, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. A definitive root cause cannot be determined regarding both suggested events. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had data error. The scope was plugged in two processors and received an error code e216.the issue occurred during preparation for use. There were no reports of patient harm.